Manufacturer narrative:
The investigation is in progress. A sample has not been received for evaluation. A root cause has been identified. (B)(4).

Event description:
A customer reported that the air did not come out when substituted with air during surgery. Air came out after replacing with "infusion temporary". The procedure was completed with no harm to the pt.